Event description:
A stent was attempted to be used and it would not go inside the sheath. It was damaged upon insertion. The recommended introducer sheath was a 6fr which is the recommended size on the box of the stent.